Event description:
The surgeon reported a very mild corneal burn. The pt symptoms have been resolved. No further info will be available.

Manufacturer narrative:
The company service rep examined the system and did not find anything wrong with the system. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, 1996, vol 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to mfg equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 11/25/2008.